Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher was getting incomplete mesh on previously recovered cadaveric donor skin. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number 1514060 and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 20 august 2019 and noted that the roller gear was damaged and that the device was out of calibration. Both of the returned cutters were found to have produced incomplete cuts and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. While the service technician does find that the returned cutters both produced incomplete meshes, it cannot be determined from the information provided as to what caused the cutters to wear down. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.